Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that a recently implanted patient was registering high impedance once their newly implanted vns generator when it was programmed on for the first time. It was noted that the impedance registered within normal limits when checked in the or at time of implant. Further follow up with the neurologist confirmed that the patient did not report any adverse events after the high impedance registered. Additionally, it was noted that the patient has not been scheduled for x-rays at this point in time. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).